Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated that this read is being removed due to pocket erosion and infection. Physician is dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).